Event description:
It was reported that this right atrial (ra) lead was presenting unusual signals, a dislodgement was later confirmed on an x-ray performed. The lead was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.